Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced the creatinine (crem) reaction cup, crem lamp assembly; and the detector housing to resolve the issue. (B)(4).

Event description:
The customer reported erroneously erratic patient results were generated for creatinine (crem) on the unicel dxc 800 pro synchron system. The erroneous patient results were reported outside of the lab. The customer confirmed the qc recovered erratic prior to the event. There was no change to patient treatment in association with this event.